Event description:
Additional information received from the healthcare provider indicated that they increased the intensity from 1.2 to 1.5. They mentioned that this worked. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were using the interstim therapy for both urinary leakage and bowel incontinence. It was indicated that their urinary symptoms were controlled 50%, and had some leakage here and there since implant on (B)(6) 2016. The patient stated that they had bowel incontinence and urgency. The more they tried to hold it, the more it came out. It was noted that there were no change in bowel symptoms since implant, but the bowel urgency began the day prior to the report. Additional information received from the healthcare provider indicated that they increased the intensity from 1.2 to 1.5. They mentioned that this worked. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.